Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker implant procedure. The patient had gone into cardiac arrest, upon which an emergent thoracotomy was performed. It was identified that cardiac perforation resulting in effusion and cardiac tamponade, was caused by the temporarily implanted pacing lead. The patient expired due to the procedural complications.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.